Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion. As received, a partial lead was returned in two pieces. The connector portion measured 20.9 cm while the distal portion measured 37.5/ 38.3 cm. Internal insulation abrasion breaching the rv cable lumen was found at 8.4 ¿ 9.8 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.